Manufacturer narrative:
The customer¿s report of set leaking was confirmed. Visual inspection of the set noted that the silicone segment had a tear near the upper fitment. Examination under magnification noted no crush marks to the upper blue fitment or lower fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking coming out from the silicone tubing near the upper fitment. The root cause of the tear could not be determined.

Event description:
It was reported that during a cisplatin (172 mg) infusion at an unspecified rate, the device alarmed. Upon further examination a leak was noted at the safety clamp of the primary tubing. It was reported that the chemo leak did not reach the patient skin. There was no report of patient harm

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Requested patient demographics however not provided.

Event description:
It was reported that during a cisplatin (172 mg) infusion at an unspecified rate, the device alarmed. Upon further examination a leak was noted at the safety clamp of the primary tubing. It was reported that the chemo leak did not reach the patient skin. There was no report of patient harm